Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported at a later time that he could conclude that the alarm message fan failure is due to malfunction in a gde module. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported fan failure issue on the avea ventilator. The customer also confirmed that there was no patient involvement that was associated with the reported event.